Event description:
The customer reported the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart occurrence. The manufacturer's service technician was unable to duplicate the customer reported problem. During performance verification testing the service technician reported circuit pressure testing was intermittently failing. The service technician replaced the inhalation module to correct. The test failure as reported may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the pt. It is accompanied by an alarm and a safety valve open message in the display. Applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Inhalation module.